Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds). The hub, shaft, tip, core wire, and implant were examined. There was no blood on the device as received. The implant was received connected to the core wire inside in the wds. The hemostatic valve was in a closed position, as received. There were numerous kinks throughout the shaft. Functional testing was performed by prepping the device per the dfu. Water was pushed and pulled through the device valve with a connected syringe several times. No air bubbles were observed anywhere in the hub or shaft. The reported air bubbles were not confirmed during functional testing. The implant was deployed and measured and the device size was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that air bubbles were observed in the device. During preparation for a left atrial appendage (laa) closure procedure, a 33mm watchman ® laa closure device was selected. Bubbles were observed in the delivery system. They could not get rid of the bubbles during flushing and aspiration. The device did not enter the patient's body. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that air bubbles were observed in the device. During preparation for a left atrial appendage (laa) closure procedure, a 33 mm watchman ® laa closure device was selected. Bubbles were observed in the delivery system. They could not get rid of the bubbles during flushing and aspiration. The device did not enter the patient's body. The procedure was completed with a different device.